Event description:
Caller reported a cgm error 42 on their device. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and guided caller through the pump reset process. After the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.